Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon squeezed the handle during a laparoscopic resection of sigmoid, no cut line occurred and no staples delivered. It was also indicated that there was poor staple formation and was fixed with a new reload. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reloads were pre-fired and engaged in interlock with the jaws open. Functionally the reloads were loaded into a post market vigilance instrument, the interlock was overridden, and the reloads were applied to test media with proper staple placement and media transection. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon squeezed the handle during a laparoscopic resection of sigmoid, no cut line occurred and no staples delivered. It was also indicated that there was poor staple formation and was fixed with a new reload. The surgeon used the same handle with a new reload to complete the case. There was no patient injury.